Event description:
It was reported that a particle was found inside the balloon of a small volume intermate. This was observed after compounding with an unspecified amount of 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured august 28, 2014 - september 3, 2014. The device was received for evaluation. A visual inspection was performed and revealed solid white particles approximately 1.09 and 1.30 mm in length, floating in the fluid inside the reservoir. Fourier transform infrared spectroscopy identified the particles to be acrylic material. The reported condition was verified. The cause of condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.